Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive without prompt from the user. The representative reported that restarting the navigation system resolved the reported issue. There was no patient present when this issue was identified. No additional information was provided.